Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient experienced pain following an implant procedure. The patient underwent a pocket reivision procedure. The physician assessed the event to be procedure and device related.

Manufacturer narrative:
This issue was previously reported in MFR report #3006630150-2015-03028.

Event description:
A report was received that the patient experienced pain following an implant procedure. The patient underwent a pocket revision procedure. The physician assessed the event to be procedure and device related.